Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: how much blood was loss (ml)? Unknown. Did the patient require additional treatments based on the blood loss (transfusion, additional fluids, longer hospital stay, ect)? No. What type of procedure was the device used in? Low anterior resection. The analysis results showed that the cs40g device was received in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, some staples were malformed and blood oozing was found after the cs40g fired. The tissue was cut. The surgeon used cdh29a for anastomosis. After the device fired completely, some staples were malformed and blood oozing was found again. The surgeon used hand sewing to complete the procedure.